Event description:
It was reported that the user experienced prolonged high blood glucose while using the ilet with a contact detach infusion set on the abdomen and an fsl3+ cgm; a fingerstick confirmed a maximum glucose of 506 mg/dl, and troubleshooting identified a bent needle with the needle guard still on the infusion set, followed by supply changes that initially retained the same infusion site before glucose returned to range. Symptoms included hyperglycemia with associated malaise and increased appetite. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem but identified a usage problem involving the cannula and an improper or incorrect procedure related to infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.